Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing threshold measurements and patient experienced phrenic nerve stimulation (pns) since implant. All vectors that had low and acceptable thresholds were accompanied by significant phrenic nerve stimulation. The vectors where pns was not present, had very high lv lead thresholds. The last threshold prior to explant was 6.0 volts at 2.0 milliseconds. Subsequently, the lv lead was extracted without issue. The new lv lead was tested and found to have acceptable lead parameter measurements. The patient will continue to be followed remotely and in person. This lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.